Event description:
Procedure: left colectomy. The customer reports that during a left colectomy,the surgeon first use a 60mm sulu then continue with two others 30mm sulus. After this section, the surgeon noticed that the suture was not complete. Some plans of the mucosa were not sutured. The surgeon had to end manually with an extended time of intervention. No reinforcement material used. No injury to the patient. Tissue degradation so the surgeon had to manually suture to prevent dehiscence of suture hospital stay extended of at least 5 days with a drain fitted to prevent any fistula.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).